Event description:
According to the reporter: the client reports that 6 years after the device was applied, the pt suffered from a granuloma. A part of the mesh had to be removed. No further pt status report has been provided. Efforts have been made to obtain more info.

Manufacturer narrative:
Date of initial report: 03/26/2009.